Event description:
A caller reported an alarm indicating there was not enough insulin in the tandem mobi. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in reloading the insulin cartridge, and they successfully resumed insulin therapy.